Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced leakage. The following information was provided by the initial reporter: consumer reported 1 pen needle insulin leaked out the hub/base of non patient end during injection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-07. H6: investigation summary customer returned (4) open 32gx4mm bd pen needles from lot# 1243881. The customer reported that insulin leaked out of the hub/base of the non-patient end during injection. The returned pen needles were examined, then tested for flow using a test pen injector, and all 4 samples were able to expel properly. No defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced leakage. The following information was provided by the initial reporter: consumer reported 1 pen needle insulin leaked out the hub/base of non patient end during injection.